Event description:
Additional information was received from a consumer. The patient's pump was replaced on (B)(6) 1995. The exact date of when the infection started was unknown, but it was in (B)(6) 1995. A culture was done and it was thought the strain was (B)(6). The hcp admitted the patient to the hospital and the patient was treated with intravenous antibiotics. The patient had morphine and an anesthesia medication in the pump and the combination of them together were a concentration of 50 mg/ml at a dose of 9.2 mg/day.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown medications at unknown dose/concentrations via an implantable pump for unspecified indications for use. It was reported the patient's pump was replaced in 1995 and then the pocket became infected, so the healthcare provider (hcp) relocated it to the other side of their body. The patient then had another infection in that same year, 1995, but could not clearly remember the details with questioning. The patient was also given oral antibiotics, vancomycin. The infection was resolved. It was noted the patient did not currently have a managing hcp. They had moved to another state and were looking for a new hcp. The patient was not due for a refill until june. Further information was not provided including the exact date of onset of the infection, the device information at the time of the event, what steps were all taken to resolve the infections, if cultures were taken or what medications the device delivered at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.